Event description:
During a review of info related to the clinical trial, gl-af-02, we discovered that the patient experienced hemorrhage. Patient was on bedrest with pressure dressing and was resolved in 2005. There was no serious patient complications reported.

Manufacturer narrative:
Investigation is currently being conducted, a follow-up report will be submitted upon completion. Related to MDR: 2953184-2008-00066,